Manufacturer narrative:
(B)(4). Product surveillance spoke with the home patient (hp) who stated she believed she may have been doing something wrong that the line disconnected. The hp confirmed she was doing well with therapy and has had no further issues with set up or alarms. The hp stated her supplies have been fine; lot information was not available. No adverse event resulted from this event. An engineering quality review was completed for this report of a system error 2240. The report was not confirmed due to a lack of sample. Based on the information obtained from baxter's investigation, the root cause of the se 2240 was due to air being sucked into the disposable after the spike came out of the supply bag. The batch review was not performed because the lot number was unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during dwell 3 of 5. The technical service representative (tsr) instructed the hp to check the set up of supplies. The hp stated the supply bag disconnected during the dwell cycle. The hp further stated she would discard the setup and complete therapy with manual bags. The tsr reviewed proper procedures per the user manual with the hp. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded; lot information is unknown at this time. Should any additional information become available, a follow-up report will be submitted.